Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) on the cannula was observed. The photos showed a small, green piece of fm adhering to the IV cannula. Additionally, ten (10) retention samples from bd inventory were evaluated by visual examination and the issue of fm on the cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm on the cannula based on photo analysis.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was foreign matter on device needle. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there was "contaminated on the needle."